Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer requested service without providing any additional details. Upon triage on (B)(6) 2018, service reported the unit failed the rotor error test. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for a failed rotor test. The reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.